Event description:
One discrepant troponin t pt result reported. In '08, initial result 1.10 ng/ml; repeated in the next day or the following day gave <0.01 ng/ml (different methodology). No info provided to determine if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.